Event description:
Nerve damage [nerve injury]. Neuropathy [neuropathy peripheral]. Tingling hands, legs, feet [paraesthesia]. Burning hands, legs, feet [burning sensation]. Numbness hands, legs, feet [hypoaesthesia]. Pain hands, legs, feet [pain in extremity]. Legs heavy, arms feel like they weigh a ton [sensation of heaviness]. Nerves shake, legs shake, legs and nerves jumpy [tremor]. Have to walk with a cane [mobility decreased]. Case description: a consumer reported that they, a male age unspecified, used fixodent denture adhesive, version unknown cream after initially using poligrip denture adhesive cream to hold dentures he received in 2007, and reported the following: was diagnosed with neuropathy in 2008, has tingling in hands, legs and feet, burning in hands, legs and feet, numbness in hands, legs and feet, and pain in his hands, legs, and feet. He reported that the neuropathy has progressively gotten worse, he is now on disability and unable to perform activities of daily living; he can't write, he can't tie his shoes. The case outcome was not recovered/not resolved. Past medical history included: medical history - had bad teeth in mouth and had them pulled, teeth extracted in 2007. No further information was provided. (B)(6), 2011, update: details revealed in a review of the initial contact of (B)(6)-2011: the consumer reported that he developed nerve damage once he started using denture adhesives and has experienced the following additional symptoms: legs got heavy; arms feel like they weigh a ton, nerves and legs shake, legs and nerves get jumpy, and he has to use a cane. When he started feeling pain, his doctors admitted him to the hospital for tests and he stayed for maybe longer than a week. Labs included blood tests: zinc and copper no results provided. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.